Event description:
Information received indicates the right head and foot casters do not hold.

Manufacturer narrative:
The technician replaced the broken brake and brake/steer casters to repair the bed.